Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device was at elective replacement indicator (eri) and there was unexpected longevity. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory revealed an indication the battery was approaching the time for device replacement. The device was returned and analyzed. Analysis revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.